Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1258078. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the adapter and tubing. The following information was provided by the initial reporter: "after indwelling needle punctured, when the tube was flushed with normal saline, it was found that the joint between the end of the extension tube and the plastic head was permeated."

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the adapter and tubing. The following information was provided by the initial reporter: "after indwelling needle punctured, when the tube was flushed with normal saline, it was found that the joint between the end of the extension tube and the plastic head was permeated."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.